Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of the transmitter not working. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter was not working. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of the transmitter was not working through connection loss. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. The reported issue of the transmitter was not working is reportable based on the finding of permanent connection loss.